Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The reported symptom could not be confirmed through the event history log nor reproduced during evaluation. The pump passed all upstream occlusion testing and functioned as expected. The unit was calibrated per baxter's service procedure to ensure continued accurate occlusion detection.

Event description:
It was reported that a spectrum pump failed to alarm for an upstream occlusion during testing. There was no patient involvement.